Event description:
It was reported that this right ventricular (rv) defibrillation lead and a non-boston scientific right atrial (ra) lead were explanted and replaced due to an unspecified product performance issue. No additional specific information was provided from the physician or hospital and a boston scientific representative was not present for the procedure. No additional adverse patient effects were reported. The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.